Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 56.6/62.5 mm diameter abdominal aortic aneurysm. The proximal neck was 22.6/24 mm in diameter and 25 mm in length. The left common iliac artery was 9.8 mm in diameter and the right common iliac artery was 9.6 mm in diameter. The right femoral measured 7.8 mm in diameter and the left external iliac artery measured 7.7 mm in diameter. The neck angle was 25.7 degrees. During the index procedure the physician used perclose technique on the right side and a cutdown on the left. The perclose went thru a 20fr sheath. The bifurcated stent graft was implanted on the right side and extended on the right side. There were some access issues on the right side. Slow pulse on right side after the case. It was reported that the right limb thrombosed 7 hours post index procedure. The physician stated that he thought there was a kink at the gate area that was causing the thrombosis; however, it is possible that the thrombosis was related to the access issues or perclose. A fem-fem bypass was successfully completed to correct the issue. No additional clinical sequelae were reported and the patient is fine. A review of pre-implant 3d worksheet shows a bi-lobal aaa. The smaller diameter proximal aneurysm, just below the proximal neck, narrows down approximately 5cm below the renal arteries before expanding into the larger/distal aaa. The diameter at this narrowed location between the 2 aneurysms could not be determined. The entire aorta, including this narrowed area, also appeared very calcified. Images during and post-implant were not provided. The cause of the occlusion could not be determined. It is possible that this narrowed and calcified aortic area may have contributed to the kink seen near the gate, possibly leading to the limb occlusion.

Manufacturer narrative:
(B)(4). Method: film evaluation. Results: occlusion. Narrowed and calcified aorta. Conclusion: occlusion. Narrowed and calcified aorta.